Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to a product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 812:02 was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced an 812:02 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is currently unknown. No additional information is available.